Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device was monitored in the oven for several days and no blank display noted. Device was received with normal operating currents. No damage found on the lcd isolation tape noted. Pump received with cracked reservoir tube lip, scratched lcd window,scratched case and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not performed. The device was returned for analysis.